Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The product received as an unexpected return with a report of leaking at silicone segment. A note attached to product that stated: " leaking tubing leak at where put tubing into the pump. Sers (B)(4).

Manufacturer narrative:
The customer's report of leaking at the silicone segment on primary set model 2426-0007 was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. A small hole was observed in the silicone tubing below the upper fitment retainer ring. No gouge/crush marks were observed on the upper fitment. Traces of brownish liquid was observed in the set¿s drip chamber and entire length of tubing. Functional testing was performed; with dripping observed out of the location of the hole in the silicone segment tubing. The cause of the leak was a hole in the silicone tubing just below the upper fitment retainer ring. The root cause of the hole could not be definitively determined.

Event description:
The product was received as an unexpected return, with a report of leaking at the silicone segment. Although requested, there has been no impact to patient response or additional event information made available to date. (A note attached to the product stated: "leaking tubing leak at where put tubing into the pump. Sers yes 6ne").